Event description:
It was reported that prior to an unknown procedure, the clips fell out of the device and was not used on the patient. Another device was used to start the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.